Manufacturer narrative:
Corrected: date of this report, date received by manufacturer. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient is experiencing pain, numbness, loss of mobility, necessity of medical monitoring, elevated levels of chromium and cobalt, emotional distress and anguish.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Other text: device not returned to mfg.